Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. On the same day at 10:34 am, the pt reportedly obtained blood glucose "484 mg/dl" on the subject meter and reportedly took 7 units of apidra in addition to being on the insulin pump (unspecified type). At an unspecified time after the reported meter issue, the pt reportedly felt "shaky and nervous". There was no mentioning whether the pt sought medical intervention or treated herself based on the alleged symptoms. The unit of measurement was set correctly to mg/dl at the time of testing. The memory in the meter matched. A control solution test was performed and the result fell within the specified range. The testing technique and cleaning of the puncture area was correct at the time of testing. This complaint is being reported due to the following reason: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The pt's products have been replaced.